Event description:
Allergan aesthetics (zeltiq) received a report of a patient treated on 5/13/15 with the legacy coolfit the upper abdomen legacy coolfit to the lower abdomen (v1602016265056); legacy coolfit to the inner thighs; legacy coolcore (serial number not provided) to the anterior flanks; and legacy coolcurve+ (v1602016265056) to the bra fat area 7/10/15 retreated with coolfit (serial number not provided) to the inner thighs and 7/17/15 treated to left lower flank with of coolcore (serial number not provided). Patient developed paradoxical hyperplasia (pah/ph) after treatment. Occurence date not provided. Upm(B)(6) 7/10/15 upm(B)(6) 5/13/15 upm(B)(6) unknown date upm(B)(4) unknown date.

Manufacturer narrative:
D10 cont: (B)(6). H9 cont: z-1348-2022. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics (zeltiq) received a report of a patient treated on (B)(6) 2015 with the legacy coolfit the upper abdomen legacy coolfit to the lower abdomen (v1602016265056); legacy coolfit to the inner thighs; legacy coolcore (serial number not provided) to the anterior flanks; and legacy coolcurve+ (v1602016265056) to the bra fat area (B)(6) 2015 retreated with coolfit (serial number not provided) to the inner thighs and (B)(6) 2015 treated to left lower flank with of coolcore (serial number not provided). Patient developed paradoxical hyperplasia (pah/ph) after treatment. Occurence date not provided. (B)(6) (B)(6) 2015. (B)(6) (B)(6) 2015. (B)(6) unknown date. (B)(6) unknown date.